Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative was contacted by the customer's hospital and reported that customer was hospitalized with high blood glucose of over 600 mg/dl. Customer's blood glucose was above 300 mg/dl when she was at home and this would not go down, despite attempting to treat with a syringe. When she got to the doctor, her blood glucose was above 600 mg/dl. The customer reportedly told her doctor the insulin pump was not functioning properly and giving the correct amount of insulin . Customer was wearing the insulin pump at the time of the emergency room visit.